Event description:
Pt noted painless swelling approx 3 months after placement of product in right anterior maxilla to cover autogenous bone graft over a dental implant. This swelling persisted and was drained on 1/3/95 without any foreign body found. Swelling returned within 1 month.